Event description:
It was reported that there were impedances greater than 40,000 ohms. All pairs affecting the 1 electrode were over 40,000 ohms. The other side, electrodes 8 through 11, was good. The patient was reprogrammed to not include electrode 1. The patient also had a loss of efficacy occur, which was ¿unrelated to stimulation therapy.¿ the patient reportedly fell down ¿about two months ago.¿ the return of symptoms occurred after the fall. It was noted that all of the impedances and the patient¿s therapy was ok mid-march at his last session. Five days later it was reported that the impedances were still high, just the active contact was changed. The physician thought it was caused by a fall, but could not be sure. No x-ray had been done yet at the time of the report. The patient would be seen back to evaluate the efficacy of the new settings.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va02xpf, implanted: (B)(6) 2012, product type: lead; product ID 3708640, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3708640, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3387s-40, lot# va02xpf, implanted: (B)(6) 2012, product type: lead. (B)(4).